Event description:
Caller reported a malfunction on the pump, displaying malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and after doing so, the malfunction code did not recur. Customer plans to resume deliveries independently after reloading the cartridge and was advised to call back if any issues arise again.